Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since 2015 the patient has got meningitis several times, so the hearing performance became worse. No trauma has been reported. The surgeon suggested not to remove the implant. Therefore, the patient was contralaterally implanted on (B)(6) 2017 with a new implant; meanwhile the surgeon did the dural repair.

Manufacturer narrative:
According to the information received, the patient had a history of recurrent meningitis episodes. Further, the patient had a dural defect and suffered from otitis media prior to the last meningitis episode. The combination of the above mentioned factors likely predisposed to meningitis development in this case. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Latest information received stated that the patient did not suffer any reoccurence and that speech performance improved. The device remains implanted.

Event description:
Since 2015 the patient suffered from 3 episodes of acute suppurated meningitis, so the hearing performance became worse. No trauma has been reported. The surgeon suggested not to remove the implant. Therefore, the patient was contralaterally implanted on (B)(6) 2017 with a new implant. As the patient suffered from a dural defect, a dural repair surgery has been performed. Additional information received stated that the patient suffered from otitis media prior to the last meningitis episode. So far per latest information received, the patient has not had a re-occurrence and the language ability is improving.